Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the physician returned to our warehouse the damaged device (B)(4). No additional details available.

Manufacturer narrative:
The expedium intermediate tightener was not returned for evaluation. A device history record (DHR) review could not be conducted as the device lot number is unknown. A review of the complaint trend analysis found no systemic trends that require further action. Without the instrument, we are unable to confirm the reported issue or identify the root cause. No systemic trend was observed. Therefore, this complaint file will be closed with no further action required. If the complaint product sample becomes available at a later date, the complaint will be reopened and the instrument will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.